Event description:
The unit overfilled a final container by at least 150ml based on the weight of the bag. No further details were available. The user was advised not to use the unit which was swapped out. No patient involvement.